Event description:
It was reported by the patient that following a bad electrical storm, the remote monitor was no longer able to receive power. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.